Event description:
The initial reporter complained of discrepant results for 2 patient urine samples tested for total protein urine/csf (tpuc3) on a cobas 8000 c 702 module. Patient initial result was 161.7 (unit of measure not provided). The repeat was 174.6. The sample was repeated with a result of 215.8 with a data flag. The sample was diluted and the final result was 311.9. On (B)(6) 2021 the field service engineer (fse) replaced the gear pump head, adjusted the pipette wash and sample pipettes and performed mechanical checks. On (B)(6) 2021 the fse replaced the valve block for the syringes and performed air purges. The instrument was checked and the customer began to use. On (B)(6) 2021 patient 2 initial result was 245.3 with a data flag. The sample was diluted and the result was 8.4. This sample had a high micro albumin concentration so a urine high protein result was expected. The sample was repeated with a result of 244.8 with a data flag. The sample was diluted and the final result was 263.5. This was result was believed to be correct. No questionable results were reported outside of the laboratory. The tpuc3 reagent lot number and expiration date were not provided.

Manufacturer narrative:
On 20-dec-2021 the fse cleaned all the reagent and sample tubes; the sample pipettes were cleaned as well as the rinse stations. The rinsing positions of the reagent and sample pipettes were checked. The water flow in the rinse stations was regulated and the cuvette water level was checked. The instrument was operational. The customer has not had any further issues since the latest service visit. The investigation determined the service maintenance actions resolved the issue.